Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were observed during review of the device data logs. However, the device was put through extensive testing including fast testing, electrical safety testing, off-current testing, and hla testing with test pads without duplicating the reports. The reports were cleared and did not reoccur. The electrode receptacle connector was replaced as a precaution. The device was recertified and returned to the customer. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.